Event description:
It was reported that the ilet delivered excess insulin leading to low blood glucose events, and a factory reset was performed with assistance to reinitialize setup. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, long-term injury, or other sequelae. Investigation included troubleshooting, education, and device setup support. Investigation of this case revealed no confirmed device malfunction and the cause remained unclear following the reset and lack of event details. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.